Manufacturer narrative:
Unique device identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. All connections on the anesthesia control board were re-seated to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a gas inlet valve error preventing mechanical ventilation. There was no report of patient involvement.